Event description:
It is reported that customer experienced physical damage to insulin pump. Customer states insulin pump has a crack between the reservoir and battery compartment. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was 127 mg/dl. No further information provided.

Manufacturer narrative:
Unit was programmed and monitored for 1 day with no blank display noted. All operating currents are within specification. Off no power alarm functions properly. Unit passed self test and displacement test. Unit had cracked belt clip slot, minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. No damage noted on c13 isolation tape on lcd. (B)(4).